Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when the dilator passes, it does not advance properly so it retreats, the tip loses shape, showing twists. The device was replaced. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned a lidstock and peel-away sheath for evaluation. The sheath was returned split along the score lines in two pieces. The distal end of the sheath portions were twisted and rough, indicating excessive force caused the damage. The length of both sheath body pieces measured to be 4.03" which is within specification. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until the sheath is well within the vessel to minimize the risk of damage to sheath tip. Precaution: sufficient guide-wire length must remain exposed at hub end of sheath to maintain a firm grip on guide-wire." The report of a damaged peel-away sheath was confirmed by complaint investigation. The returned sample was separated down the score lines , twisted, and rough; this indicates excessive force caused the damage. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: when the dilator passes, it does not advance properly so it retreats, the tip loses shape, showing twists. The device was replaced. No patient injury reported.